Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that balloon perforation occurred. The target lesion was located in the left anterior descending (lad) artery. A 2.25mm x 8mm emerge¿ balloon catheter was advanced for dilatation. The balloon catheter was positioned in the diagonal branch and during inflation, it was observed that the balloon was perforated. The procedure was completed with another of the same device. No patient complications were reported and patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of an emerge balloon catheter. The balloon was loosely folded with blood in the inflation lumen and balloon. The outer shaft, inner shaft, balloon and tip were microscopically examined. The balloon has a pinhole at the distal markerband. There are numerous hypotube and shaft kinks. The tip is damaged. Inspection of the remainder of the device presented no other damage or irregularities. There was no evidence of any material or manufacturing deficiencies contributing to the damage and the reported event. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that balloon perforation occurred. The target lesion was located in the left anterior descending (lad) artery. A 2.25mm x 8mm emerge¿ balloon catheter was advanced for dilatation. The balloon catheter was positioned in the diagonal branch and during inflation, it was observed that the balloon was perforated. The procedure was completed with another of the same device. No patient complications were reported and patient's status was stable.